Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered.

Event description:
It was reported that there was seepage past the gel barrier after centrifugation with a bd vacutainer® pst¿ gel and lithium heparinn (lh) units blood collection tubes. (B)(4). The following information was provided by the initial reporter: (1 of 2 complaints) during r&d testing in franklin lakes, we observed rbc seepage past the gel barrier after centrifugation in the following bd vacutainer® pst¿ tubes.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was seepage past the gel barrier after centrifugation with a bd vacutainer® pst¿ gel and lithium heparinn (lh) units blood collection tubes. This occurred with 83 out of 84 tubes. The following information was provided by the initial reporter: (1 of 2 complaints) during r&d testing in franklin lakes, we observed rbc seepage past the gel barrier after centrifugation in the following bd vacutainer® pst¿ tubes.